Event description:
The unit was dropped at the pts home. The caregiver tested the monitor and noted that the audio indicator did not function. The account retrieved the monitor and sent it in for repair.